Event description:
The customer observed a falsely depressed architect hbsag for one patient. The following data was provided: initial result: 0.03 iu/ml (negative), repeat: 0.04 iu/ml, historical result: 0.09 iu/ml (positive). The customer mixed the microparticle bottle and retested the sample which generated a result of 0.06 iu/ml (positive). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided in the article were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending for the architect hbsag assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 68238fz01. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with lot 68238fz01 and the complaint issue. Lot 68238fz01 was manufactured using the same bulks as likely cause lot 68248fz01. Clinical sensitivity testing was performed using an in-house retained kit of lot 68248fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. In this case, the hbsag values returned are close to the assay cut-off value of = 0.05 iu/ml, therefore hbsag may be present in this sample at low concentrations around the assay cutoff. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent lot 68238fz01 was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed architect hbsag for one patient. The following data was provided: initial result = 0.03 iu/ml (negative), repeat = 0.04 iu/ml, historical result = 0.09 iu/ml (positive) the customer mixed the microparticle bottle and retested the sample which generated a result of 0.06 iu/ml (positive). No impact to patient management was reported.